Manufacturer narrative:
(B)(4). The 2.5 x 28 mm xience v and 2.75 x 38 mm xience prime referenced are being filed under separate medwatch reports. Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The failure to advance and difficult to position could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the left anterior descending artery with heavy calcification. Pre-dilatation was performed and the 2.5 x 28 mm xience v stent delivery system (sds) was advanced. Resistance was noted with the anatomy and the shaft kinked, then separated. The 2.75 x 38 mm xience prime sds was advanced; however, resistance was noted with the anatomy, and the shaft kinked, then separated. Gentle manipulation was used during advancement of both sds due to the calcification and bend in the vessel. A new 3.0 x 8 sds was used successfully. The 2.5 x 38 mm xience prime sds was then advanced, but could not cross to the second lesion due to the anatomy and interaction with another device. During the attempt to cross, the shaft separated. A non-abbott sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure noted. No additional information was provided.